Event description:
It was reported that the ilet displayed ¿unable to proceed,¿ and per troubleshooting the caregiver rewound the pump, removed all supplies, performed a dry run, then completed a full supply change with new components for a cd steel infusion set, after which tubing filled with visible drops; the event aligned with a consecutive motor stall alarm consistent with failure to infuse. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified in context of a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.